Manufacturer narrative:
Medtronic was made aware of this event through a physician survey. It was not possible to ascertain specific device information outside of model number or to match the event with previously reported events. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the survey; however, a one to one correlation could not be made with unique product lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if th is event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure that utilized a balloon catheter, a subclavian artery puncture occurred. No further patient complications have been reported as a result of this event.